Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Unique device identifier (UDI): the UDI is unknown because the part number and lot number was not provided. The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
The procedure was to treat an unspecified artery with mild calcification. The 3.0 x 23 mm xience xpedition stent delivery system (sds) got stuck on the balance middleweight (bmw) guide wire (gw) during advancement while outside of the patient anatomy. An attempt was made to replace the gw, but it was not possible to remove just the gw; therefore, the sds and gw were removed together. The procedure was completed with another xience xpedition and whisper gw. Although it was stated there was clinically significant delay in the procedure due to the replacement of the devices, no adverse patient effects were reported. No additional information was provided.